Manufacturer narrative:
The customer restarted the unit and the unit worked ok. However, the iabp unit was removed from the customer's site for further investigation. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily check, the cardiosave intra-aortic balloon pump (iabp) powered up with no display and generated an alarm tone. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: (10/3233): a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.